Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during selection of the right atrial (ra) lead, attempts to measure pacing threshold and sensed wave prior to screw deployment could not be performed due to noise present on the mobile programmer application. Troubleshooting steps were taken to include removing the lead from the body to assess air exposure. The screw was then deployed within the cardiac chamber and the application was swapped out for a legacy programmer to perform the measurements; however the issue persisted with impedance noted to be below 200 o during aoo pacing. Additional troubleshooting steps were taken to include replacing the pacing system analyzer (psa) cable and alligator clip cable; however, no improvement was observed and, and the lead was therefore replaced. After which no noise was observed and implantation was completed successfully. The lead was attempted/not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.